Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy would be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed system pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy would be unavailable, if needed. There was no report of patient use associated with the reported event.